Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia because of gastroparesis on (B)(6) 2019. The customer blood glucose level was 200 mg/dl to 300 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level and for gastroparesis was treated with hydration, calcium, potassium medicines during hospitalization. Customer declined to perform a carelink upload. The device will not be returned for analysis.